Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following implantation of toric intraocular lenses (iols), the refractive outcomes have not been as expected. The surgeon explained that in 25 percent of his patients, the clinical outcome has been 90 degrees away from the predicted position calculated by the system. The surgeon believes the equipment may be flawed. The surgeon did not provide a specific number of cases or patients. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: root cause: most likely identified as use error and additional training was performed. Actions taken: the surgeon mentor program was offered to the reporting surgeon. The sales team has been working closely with him regarding iol calculation and selection for qualifying candidates has been going very well. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. This will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).